Manufacturer narrative:
This complaint is recorded with zimmer biomet (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device would not mesh properly. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. It was reported that the device would not mesh properly. The customer did not return a skin graft mesher device for evaluation. The device history record (DHR) and previous repair report review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher twice as documented in the repair reports. The last repair was january 7, 2014 where it was reported that the device was not meshing correctly and the roller, comb, gears, and damaged hardware were replaced. This is not a related issue. Initial qa inspection of the skin graft mesher by zimmer biomet surgical was not performed since the device was not returned for evaluation. Repair of the skin graft mesher was not performed by zimmer biomet surgical since the device was not returned for the repair process. The reported event ¿the device would not mesh properly¿ was non-verifiable since the device was not returned for evaluation. The root cause of the device not meshing properly cannot be specifically determined with the provided information since the device was not returned for evaluation. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.